Manufacturer narrative:
The exact event date was not available, therefore the date (B)(6) 2023 was used as estimate.

Event description:
It was reported that the patient underwent a malleable device replacement surgery due to unspecified reasons. No additional information was reported.